Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that the device was explanted due to an infection. A physician assessment identified the issue. The issue was resolvedat the time of the report.